Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The dlb-tube was correctly inserted without using any aids like a bougie or similar. The fragments were noted in the first passage during bsk in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted, during bsk no fragments were found in the patients lunge. Customer assumes that this fragments coming from a bulge between the extension piece and the connector which has been noted more often for these dlb-tubes". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).the sample was returned to the manufacturer for investigation. The manufacturer reported: "one actual sample is available for invest igation. An actual sample was investigated. Based on the sample received, investigation have been conducted by comparing the complaint sample with representative sample from production. No abnormalities found related to bulge between extension piece/connector. Then, the complaint sample was checked using bronchial lumen ID go gauge to check any obstruction inside the tube. There was no blockage on the inner lumen on the angular connector blue (bronchial) and no blockage on the inner lumen on the angular connector white (tracheal). However, by observing closely the inner lumen, fragments were found inside the extension piece. Based on investigation conducted, the complaint on bulging between extension piece/connector was confirmed. However, there was fragments found inside extension piece. This complaint will be linked to an investigation that was opened within teleflex to document the fragments finding, root cause and action for improvement." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The dlb-tube was correctly inserted without using any aids like a bougie or similar. The fragments were noted in the first passage during bsk in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted, during bsk no fragments were found in the patients lunge. Customer assumes that this fragments coming from a bulge between the extension piece and the connector which has been noted more often for these dlb-tubes". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The dlb-tube was correctly inserted without using any aids like a bougie or similar. The fragments were noted in the first passage during bsk in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted, during bsk no fragments were found in the patients lunge. Customer assumes that this fragments coming from a bulge between the extension piece and the connector which has been noted more often for these dlb-tubes". No patient harm or injury. The patient status is reported as "fine".